Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection did not find anomalies except for procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found insulation abrasion. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath proximal to the suture tie impression with intact silicone insulation beneath. The cause of the external insulation abrasion was consistent with friction to device can.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance. No programming changes were made to the lead. The patient was in stable condition.